Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the fragment. The returned lead fragment was analyzed. Cuts into the insulation were found between 32 cm and 26 cm as well as between 17 cm and 10 cm proximal to the lead tip. The inspection revealed that the insulation was, apart from the cuts into the insulation, free of breaches. Additionally, a bent distal end was found, which most likely resulted from the extraction procedure due to mechanical stress. However, a thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high impedances and pacing issues. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
High impedances and pacing issues were reported on this ra lead. The physician had troubles explanting it so only part was removed and returned. No adverse patient events were reported. Should additional information be received, this file will be updated.